Event description:
On (B)(6) 2021, hcp reported to company sales representative that they were having patients returned at the 2-week mark with molded pdo threads disengaging. On (B)(6) 2021, hcp had a visit from another healthcare professional (experience registered nurse) to evaluate the patients. According to the company sales representative, 6 patients attended. During this visit, hcp removed some pdo threads and alleged that as the threads began to dissolve, they broke and migrated, creating epidermal irregularities. On (B)(6) 2021, our medical director assessed the event, but no additional information or status of these patients was provided.